Event description:
According to the reporter, the device was returned back to stock. During inspection, the service technician found that the buzzer was not functioning.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition that pump had no buzzer. The unit was triaged and the customers¿ reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.